Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Caller reported " right side rupture." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., g.3, h.6.

Event description:
Patient's husband reported "right side rupture. The device has been explanted.

Event description:
Patient's husband reported right side rupture. Healthcare professional reported that the device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified weight to the specification, opening, crease fold, wear abrasion, stress marks, and non-penetrating nicks. A microscopic analysis was performed which identified a striated edge opening, consist with use of a surgical tool. And also identified crease sharp on the posterior side. Based on the device analysis the final assessment is: a striated edge opening on radius side assessed as surgical damage. A crease sharp on posterior side due to fold flaw opening.